Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up button was not responding. Customer's blood glucose was not reported. Insulin pump will be replaced.